Event description:
Plate fractured at midpoint necessitating removal and revision replacement right hip. Angulated, fractured right femoral plate/hardware failure. Previous plated fractured right femur (B)(6) 2003.